Manufacturer narrative:
During visual analysis of the lead, the location of the setscrew marks on the connector pin and the imprint from the canted spring indicated that the lead pin had likely never been fully inserted inside the generator.

Event description:
During analysis of the vns patient's lead and generator, it was found that proper connection between the lead pin and the generator had not been established. Setscrew marks on the connector pin and the imprint of the canted spring on the small o-ring boot suggest that the lead pin had not been fully inserted during the implant procedure. Based on the analysis of the lead and generator, there were no anomalies to prevent the proper insertion of the connector pin into the generator. No programming or diagnostics history is available to confirm if proper connection had ever been established. The reason for the patient's vns explant was due to the patient no longer having any seizures regardless of the vns being enabled or disabled. No other anomalies were found with the vns lead or generator. No adverse events have been reported. Attempts for further information from the physician have been unsuccessful to date.